Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to wear and tear damage with customer mishandling and with increasing use/time. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope's remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the 'as-low-as-reasonably achievable' (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, acoustic lens scratched, angle rubber worn off, and due to adhesive peeling around connecting tube, connection between bending section and connecting tube detached. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had defective distal tip at the white part and the white part was detached at the operating channel. Upon inspection and testing of the returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.